Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure. According to the complainant, during the procedure, the clevis of the device became bent. The procedure was completed with this device and five biopsy samples were obtained. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure. According to the complainant, during the procedure, the clevis of the device became bent. The procedure was completed with this device and five biopsy samples were obtained. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found that the clevis arms were bent. Functionally, the forceps jaws would open and close considering the arms of the clevis were bent. It is likely that the damage occurred through excessive force having been applied to the device. The directions for use (dfu) document cautions that "application of excessive force to the forceps may damage the device."the dfu documents also warns "do not try to withdraw a partially open forceps through a scope. Pull the forceps back to the channel opening and then withdraw the scope and forceps together." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)